Event description:
It was reported that the patient's implantable neurostimulator (ins) started moving 2 1/2 weeks prior to report. It was noted that the device moved so that the upper part was above the surgical scar so that it was in a new position. It was noted that the patient was not moving the device with his hand, but that the device was moving on it's own. There were no reports of falls or traumas. It was noted that the device would hurt when the patient touched it and when charging the device. The patient reportedly went to his physician and was told that the surgical sac was big enough to allow for some movement. Additional information received eight days later reported that "there was no event." It was noted that the patient was seen for "unrelated headaches" but that they were "resolved now." There was no hospitalization required, and the patient recovered without sequelae. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).